Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-302; lot# hhiua triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# gbgmd triathlon sym patella s29x8mm; cat# 5550l298; lot# lcx835 simplex p full dose 1 pack; cat# 6191-1-001; lot# rft094 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported by the attorney, that the patient underwent a right total knee arthroplasty on (B)(6) 2012 where shapematch cutting guides were used and a triathlon knee system was implanted. It is unknown if the patient has undergone revision surgery at this time. Update via conversation with legal department july 30, 2019: the patient has complained of pain but does not want to pursue surgical intervention at this time.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported by the attorney, that the patient underwent a right total knee arthroplasty on (B)(6) 2012 where shape match cutting guides were used and a triathlon knee system was implanted. It is unknown if the patient has undergone revision surgery at this time. Update via conversation with legal department july 30, 2019: the patient has complained of pain but does not want to pursue surgical intervention at this time.